Event description:
It was reported the patient was seen in the emergency room due to weakness, fatigue and palpitations. It was further reported that the patient had been told the implantable pulse generator (ipg) would need replacement soon. A remote transmission of the device was reviewed and indicated the device had triggered elective replacement indicator (eri) resulting in pacing mode switched to vvi with a lower rate of 65 beats per minute. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).